Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had separated from the needle. Reportedly, the detachment occurred at the quick release/ site connector, while he was sleeping. The site location was on the left side of the patient's abdomen and the pump was in his underwear to the left. The infusion had been in use for 2 days. The infusions were stored in a cabinet. Further, he was unsure of any stress or pull on the tubing, as he was sleeping at the time of the event. Reportedly, the pump was not dropped with the set connected to the patient's body and the patch was still attached on his skin. Upon investigation of the returned used device (1 set), it showed that the tubing was detached from the tubing connector. No further information available.